Event description:
Caller reported a malfunction on the pump but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump, advising the customer on necessary steps and confirming the shipment of a replacement pump. The customer acknowledged instructions for the pump's return and backup therapy to ensure uninterrupted insulin delivery.